Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. Device was received operating in backup mode due to exposure to cold temperature. After the device was restored from backup mode, the device was found to be above elective replacement indicator (eri) level. Further analysis performed found no anomaly, there is no indication of elevated current drain throughout the entire analysis. Longevity assessment was performed based on nominal settings; implant duration exceeded projected longevity but battery voltage is still within normal range of operation.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was stable.